Manufacturer narrative:
The customer returned the suspected contour next one meter, contour next test strips and contour next control solution from lot # 1bv2g71 for evaluation. The returned meter was tested with the returned test strips and control solution, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests. The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that she ran control tests with the contour next one meter and obtained readings of 230 mg/dl at 12:46 p.m. And 225 mg/dl at 12:47 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.